Event description:
During surgery, "bard power implantable port was pulled out and found to be completely disconnected from the catheter." The port was initially placed in 2022. On (B)(6) 2025, port would not flush therefore referred to surgeon for possible removal.